Event description:
Report received of a tubing rupture during use with a power injector. The customer contact reported that the medrad power injector was set at an unspecified psi to deliver an unspecified volume of contrast medium at an unspecified rate. Immediately after the pressure injection was initiated, the tubing ruptured below the distal y-site. The procedure was completed using a replacement tubing set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed. The customer reported the use of this product with a power injector. This product does not incorporate high-pressure tubing into its configuration.